Manufacturer narrative:
H11: review of the livanova complaints database pointed out no other similar cases notified for the batch concerned from the market, nor any concerning adverse trend for this kind of failure was identified. The complained device was included in a perfusion tubing system (pts) manufactured by local japanese assembler group and returned to the assembler for preliminary investigation that did not replicate the reported condition. The part was requested back for further analysis at livanova facility. Involved part was visually inspected and no signs of mechanical damage on the cover nor fitting issue of the outlet tubing was noticed. A subsequent functional test with methylene blue was performed to evaluate potential de-priming of the unit. The test procedure involved the following steps: outlet connections of blood side were clamped; unit was primed through the inlet connector on blood side by means of a male luer lock syringe screwed on 1/4 x 1/4 luer connector; tubing was mounted on terminal end of luer connector and clamped; air was purged through the pressure relief valve. After these actions, clamp on inlet connection was released and the behavior of the fluid inside the unit was observed. It is expected that if the umbrella valve is correctly working, the device remains full of fluid even after opening the tubing at the inlet. On the other hand, if the umbrella is not correctly working, air intake will occur as soon as the inlet is opened. Once the inlet line was opened, the level of fluid inside the device gradually lowered and a drop by drop loss of dye solution from the inlet line was reproduced. During troubleshooting, the white protective cap of the umbrella valve was removed and the valve was carefully inspected, identifying a pinched side portion of the valve that was de-centered too. The valve was stretched and re-seated, and the test was re-run: after releasing the clamp on the inlet line, the ingress of air leading to the emptying of the device did not re-occur. The unit was confirmed to be integer and leakproof. Based on the above facts and considering that each part is 100% tested before release, a manufacturing issue has been excluded while the most likely root cause of the complained event was assigned to the accidental misplacement of the valve from its housing probably generated during the usage of the product.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. D.4. The complained bcd vanguard is a non sterile component sold to an assembler in japan. The expiration date of the sterile componenen is unknown. The complained bcd vanguard (catalog number 050228j is not distributed in the USA, therefore the UDI is not applicable. G.5. The product item 050228j is not distributed in the USA, and it is similar to the bcd vanguard item 050228, which is distributed in the USA (510(k) number: k934847). H.4. The complained bcd vanguard is a non sterile component sold to an assembler in japan. The manufacturing date of the sterile device is unknown. H.11. Sorin group italia manufactures the bcd vanguard. The unit was a part of the circuit assembled by an assembler, so a preliminary investigation was first performed and no air intake from the tube could be confirmed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia has received a report that, during the second injection of cardioplegic solution after priming of the circuit, air intake was observed at the top of the bcd vanguard cardioplegia heat exchanger. Medical team elected to change out the unit and and procedure was completed with no issue. There is no report of any patient injury.